Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (faults while charging) was confirmed. As received, the battey initially would not power on. The battery was able to charge until a fault occurred. The battery was then able to power a monitor for a short time. Upon evaluation, the battery housing and pca board were damaged. The cause of the faults is unknown due to the damaged pca board. The root cause of the damaged pca board and housing is physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing faults while charging.